Event description:
Event description guidant received information that during a device replacement procedure, this ventricular lead was abandoned surgically due to high impedance measurements. The device was included on a recent advisory list. A new lead and device were successfully implanted.